Event description:
It was reported that during a routine follow-up, the physician suspected premature battery depletion. The battery longevity was estimating 7 months remaining. Near the same time last year, during a device check, the battery was estimated to have 4 years remaining until the device reached elective replacement indicator (eri). It was also noted that there was no significant increase in ventricular pacing, or changes in the lead parameters. The patient is doing fine, and is not pacemaker dependent. A copy of device memory was saved and submitted to boston scientific technical services for review. Engineering review of device data confirmed that the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. Because of this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
The device currently remains implanted. Should additional information become available, this report will be updated.

Event description:
It was reported that during a routine follow-up, the physician suspected premature battery depletion. The battery longevity was showing 7 months remaining. At around the same time last year, the battery indicated that there was 4 years until eri (elective replacement indicator). It was also noted that there was no significant increase in ventricular pacing, or changes in the lead parameters. The patient is doing fine, and is not pacemaker dependent. Data was sent to technical services for review of disk analysis. The battery diagnostic data indicates that the power consumption of this device has been steadily increasing, and the power consumption is expected to continue to increase. Because of this anomaly, device replacement was recommended.